Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in july 2016 and is almost 6 years old, past its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, crack was observed on small black cover of the platform. The observed physical damage appeared to be characteristic of user mishandling. The small black cover was replaced to address the observed physical damage. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. Unrelated to the reported complaint, fault code (ua) 16 (timeout moving to take-up position) and user advisory (ua) 17 (max motor on-time exceeded during active operation) were also observed in the archive review. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the (ua) 132 error. Upon further testing, unrelated to the complaint, it was observed that from time to time, confused characters were displayed on the lcd screen. The defective processor board (pca) was replaced to remedy the observed issue. Unrelated to the reported complaint, the brake was heavily worn and dirty. The brake gap inspection revealed that the brake gap was out of specification (too wide), which is the likely root cause for the (ua) 16 and (ua) 17 observed in the archive. The brake was cleaned and adjusted to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.